Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon catheter met resistance as it was advanced to the lesion. When the balloon catheter reached the lesion, the lesion was dilated several times, and the balloon ruptured at 22 atm. Reportedly, there were no pt effects. No additional event or pt info is available.